Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. Other relevant device(s) are: software: synergy spine s7; (B)(4), 9733686, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the surgeon felt inaccurate. He believed that he was "off from midline". As they continued the surgeon said that it then "looked okay". They continued and completed the case with no issues. There was no delay and no impact to the patient.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine the root cause of the issue based on the information provided. The issue was unable to be replicated. Fdm, fdr, and fdc are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.